Event description:
Customer reportedly received the following results on the compact plus system, compared to a professional device, within 10 minutes: 500 mg/dl (compact plus) and 135 mg/dl (emt meter). Customer was feeling anxious with the reading of 500 mg/dl, so she called emts. Emts tested customer at 135 mg/dl on their meter. No actions taken based on device results. No adverse event reported. No treatment given. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.